Event description:
It was reported to philips that the system gave an alert indicating the x-ray system was off and was unable to boot up. The device was outside clinical use at the time of reported event. No harm was reported to philips. Philips has started an investigation of this complaint.

Manufacturer narrative:
Philips has investigated this complaint. It was reported to philips that the control room monitor displayed "x-ray system is switched off" following a system reboot. A philips field service engineer (fse) went onsite and confirmed that the pcs and geometry system were powered on. However, the service application could not be launched to access log files. To resolve the issue, the fse reloaded the suite pc software and restored the system from a backup. After which, the system was returned to use in good working order. The codes have been updated based on the investigation's outcome.